Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the band was deployed onto the varix; however, the band did not stay on the varix and fell off. Reportedly, the patient bled, and the procedure was completed with a different device. Additionally, the physician noted that there was no difficulty when setting up the device. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the band was deployed onto the varix; however, the band did not stay on the varix and fell off. Reportedly, the patient bled, and the procedure was completed with a different device. Additionally, the physician noted that there was no difficulty when setting up the device. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on march 14, 2018. This report pertains to one of the two devices used during the same procedure. Manufacturer report# 3005099803-2018-00632 pertains to the first speedband superview super 7 device, pertains to the second speedband superview super 7 device.